Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after an interventional left heart cath procedure using a 6f sheath. Reportedly, the suture tied and was exposed above the skin, could not tighten to use the device. A hematoma developed. The method to treat the hematoma was not specified; however, another proglide was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effect of hematoma is listed in the electronic perclose proglide instructions for use (IFU), as a potential adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information was received: it was not possible to advance the suture knot into the tissue tract. The hematoma was treated with manual arterial compression. No additional information was provided.